Event description:
Additional information was received that reported the patient received the 19mm valve because the surgeon was only able to compare the valve and the sizer at the end of surgery. It was further reported that the surgeon believes there was a difference between the sizer and the valve size, and the 21mm valve may have actually been a 23mm valve instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description corrected data: g.2.3: date MFR rec: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a body surface area (bsa) chart was not used for valve sizing, the barrel end and replica end of the valve sizer was used for valve sizing and the replica end of the sizer was used to select the size of the implanted valve. It was reported that pledgets were used and the valve was re-sized following the pledget placement. It was stated that the annulus was not felt to be between two different valve sizes and a 21mm valve was attempted. It was stated that the physician has used the avalus valve and sizer for many years and it is the physician's first valve of choice. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received attached to the valve. All leaflets were flexible and intact; no tears or damages were observed. Small brown particulates were noted on the fibrous (inflow) aspect of all leaflets. All leaflets were in the closed position with a gap at the point of coaptation. The sewing cuff was received in an upright position. The holder was removed for further observations. All posts and commissures appeared intact. Small suture holes were observed on the sewing cuff. No tears or damages were noted on the sewing cuff. Observations did not prevent dimensional measurements per avalus aortic valve size verification protocol. A sizing verification was performed per avalus aortic valve size verification protocol. A validated production inspection fixture avalus inspection plate, 21 mm, was used to confirm the valve size through the assessment of the outer diameter of the sewing cuff. The sewing ring cuff was flattened before placing the valve on the fixture. The analysis confirms the valve to be an avalus 21 mm valve. Additionally, the returned avalus valve was placed in the 23mm sizing inspection fixture to address the reported allegation of the valve being a 23mm valve. The valve¿s sewing cuff did not reach the inner boundary of the 23mm sewing cuff. Thus, further confirming the valve to be a 21mm valve. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with a 19mm valve of the same model. The reason for the replacement was reported as when the valve was inserted, there was inconsistency between he dimensions of the bioprosthetic valve and the native aortic valve. It was also reported that several attempts were made and the "tester caliber" instrument easily passed through the native aortic valve annulus, however the "tester profile" instrument could not and did not match the profile of the bioprosthetic valve. The health care professional (hcp) decided to use a 19mm device instead. The operation was prolonged due to this. No additional adverse patient effects were reported.